Manufacturer narrative:
Findings: unit alarmed during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown. The customer sent the product back for analysis.